Manufacturer narrative:
Occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The initial reporter complained of an issue with the coaguchek softclix lancet device. The customer stated a properly seated lancet protruded past the end cap of the device after firing. The customer had to pull the lancet device away from his finger to remove the lancet. The lancet did not break off into the finger. No medical treatment was required. The customer inserted a new lancet into the device and the lancet did not protrude from the end cap prior to or after firing the device. No adverse event occurred due to the issue. The lancet device and lancets were requested for investigation.

Manufacturer narrative:
The customer returned the lancet device for investigation. The device was tested with returned lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.